Event description:
The customer reported that while preparing for a diagnostic procedure, his olympus evis exera iii xenon light source began displaying an unsupported scope detection message. Reportedly, this device never made patient contact.

Manufacturer narrative:
The device was returned. However, an initial evaluation has not yet been conducted. Though, the investigation is underway. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed, unsupported scope message was present. Based on the results of the investigation, the specific cause of phenomenon could not be identified. However, it is probable that improper cleaning of device contacts may have contributed to the reported event. Olympus will continue to monitor field performance for this device.